Manufacturer narrative:
Event date approximate. Year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of essential tremor and movement disorders. It was reported the patient saw the neurologist a week prior and the implant battery was checked. The caller reported the doctor felt that the implant "wasn't charging good enough". During the call the patient charged and all 8 coupling bars were achieved and the recharger appeared to function as intended. The caller stated they did not know what the doctor meant by the implant "wasn't charging good enough" but the patient reported when her implant was completely full she "felt funny" and "got this twinge". It was reported the patient had another appointment on (B)(6)2018 where they were going to adjust things/"adjust the charge" in a reprogramming session. The caller reported the patient was not getting full benefit from the therapy because her hand was shaking a lot. During the call the patient programmer showed stimulation was on. No further complications were reported or anticipated.